Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 250mcg/ml at 12mcg/day. It was reported that a flipped pump occurred. When the patient went in for follow-up, the clinician noted that the pump was flipped and was unable to fill it. In regards to diagnostics/troubleshooting performed, an x-ray was noted. A surgical pocket revision occurred. The pump was rotated and tacked down again with 0-silk sutures. The pump was refilled and the surgery was closed. There were no known environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was asked but unknown when the event/difficulty occurred. The patient's weight was 180 pounds. The patient's medical history was asked but would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.